Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. Identification of issue has been done by analyzing problem description and service report. According to the information provided by the technician, the device failed internal leakage test with message: "pressure transducer difference is higher than 5 cm h2o" during pre-use check. The device was checked with another expiratory cassette and both pressure transducer boards were cleaned and adjusted, but the issue persisted. The pressure transducer board was pointed out as defective and has been replaced to solve the issue. The device was delivered to the user in working condition. The issue was decided to be reported defective pressure transducer printed circuit board may lead to high pressure. Unfortunately, device¿s logs and the claimed part were not available for further investigation, hence the root cause of the event has not been determined.